Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The stent delivery system (sds) was returned frozen on an unknown bmw universal guide wire. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is likely the device interacted with the heavily calcified and 70% stenosed lesion causing the reported failure to advance. Additionally, the sds was returned frozen on an unknown bmw universal guide wire indicating a possible interaction with the guide wire during removal. Difficult to remove (guide wire resistance) may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, damage to the catheter or accumulation of blood or contrast. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional guide wire referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified posterior descending artery. The 2.5x08mm xience sierra stent delivery system failed to cross due to anatomy. No other device was used as procedure was noted to be concluded. There was no adverse patient effects and no clinically significant delay in the procedure. Per device analysis the xience sierra stent delivery system returned frozen stuck with an unknown balance middleweight universal ii guide wire. No additional information was provided.